Event description:
It was reported by a customer on (B)(6) 2011, the fiber broke at the tip while inside of the patient at 1,543 joules. Also, it was reported that all fiber pieces were retrieved. The physician cancelled this procedure. No patient injury was reported.